Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2018 this rv lead exhibited out of range impedances and sensing issues. The lead was explanted due to noise on (B)(6) 2018. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11.5 cm distal to the df4 connector pin. The proximal and the distal lead fragment were returned. In between an approx. 5 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple signs of wear. In particular on the distal lead fragment the insulation was found rubbed through which can be considered as the root cause of the clinical observations reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The low impedances reported in the complaint text could be measured during the electrical analysis, where the dc resistances of the received conductor fragments were checked. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.